Event description:
The pt was revised because of osteolysis, wear and pain.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info, but it would not be unreasonable to expect some wear after approx 15 yrs of implantation. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be reopened.